Event description:
It was reported to philips that the system shut down in the middle of a procedure while in clinical use. The stent was successfully placed; however, the procedure was ended prematurely, and the patient required an additional procedure to complete the treatment. An investigation into this complaint has been initiated by philips.